Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for follow up with the pulse generator exhibiting over-sensing resulting in inappropriate automatic mode switch. The device was oversensing hourly impedance checks which triggered recorded over-sensing episodes. Programming interventions were discussed; however, no interventions were reported.